Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The loader was not returned. Signs of clinical use and evidence of blood was observed. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were returned outside the delivery device. The seal was separated from the tension spring assembly. The seal was delaminated at the outer and inner coils. There was slight evidence of blood on the seal. Based on the condition of the device as found, the reported complaint was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal had a crack in it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal had a crack in it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.